Manufacturer narrative:
Fi workmanship results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, opening curved on posterior and red particles. A visual and microscopic analysis was performed which identified opening striated on posterior, non-penetrating nicks, creases fold and observed bubble (popped or un-popped), larger than 0.25mm on the shell. Based on the device analysis the final assessment is: a striated opening on posterior due to surgical damage consist in the use of some surgical tool. Bubble in the shell, assessed as a workmanship.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.